Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the automated pd set with cassette 4-prong. This occurred during patient use. It was stated that there was an unknown alarm and the cassette was making an ¿air escaping¿ sound. The customer found a hole in the cassette. The customer set up with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.